Event description:
It was reported that a boston scientific device was implanted. According to the complainant, the patient experienced an unknown injury. According to the office of dr. (B)(6), it was stated that dr. (B)(6) does not have a patient by the name provided in the complaint. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
There was a second physician reported with this event, their contact information is as follows: (B)(6).